Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address infection. It was reported that she became septic two months after initial implant, and was scoped and given antibiotics. Patient remained septic, and the implants were removed and a washout was performed.